Event description:
A malfunction was reported, indicated by a specific malfunction code. Customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact on the customer's health. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not reoccur. The customer was advised to continue using the pump and to report if any malfunction code appears again, which the customer acknowledged.